Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. While knotting the suture, the needle pulled off the suture. The surgeon was able to complete the procedure with the same suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual needle involved in this event was returned for evaluation and it was visually evaluated. There were no visible defects found on the needle. The suture was not provided. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.